Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been peeing a lot. This was noted as a gradual onset. The reporter stated that this had started probably about week and a half to two weeks ago (¿maybe even longer¿/¿been months now¿) before they made an appointment with the doctor. The patient went to their primary care physician on (B)(6) 2019. They had a urine test done and was did not say if they had a urinary tract infection (uti) but the patient was ¿peeing so much¿. On (B)(6) 2019, the patient went to their urologist to turn the stimulation back on as it had turned off on its own (reporter did not know how it turned off). The doctor then turned the stimulation back on to 5.1 volts. The doctor also called them the following week after the appointment and told them they had a uti. The patient was put on antibiotics. It was also reported that, according to the doctor, they had 14 months left on the ins battery life. There were no further complications reported or anticipated.